Manufacturer narrative:
Trackwise (B)(4). Corrected data - h6 (health effect ¿ impact codes from "2199" to "insufficient information"). The device was returned to the factory for evaluation on 03/18/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on hot jaw was observed to be intact with no peeling observed. The clear silicone insulation on the cold jaw was also observed to be peeled back, exposing the cold metal jaw tip. Heavy charr was observed on the tip of the cold jaw. The shaft of the device was observed to be bent slightly. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire as well as the shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "overheating of device" was not confirmed, however, the analyzed failures "material twisted/ bent wire", "peeled; delaminated; jaw" and "material twisted/ bent shaft" were observed. The lot # 3000459709 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or analyzed failures. Specific actions for the reported (overheating of device) and 3 analysed failures mode ("material twisted/ bent wire", "peeled; delaminated; jaw" and "material twisted/ bent shaft" ) are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 overheated. A second device was opened to finish the case.